Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 during the closure cranial surgery, an unknown plate broke and a screw broke into fragments. Since the plate broke and the screw broke into fragments the surgery was delayed by ten minutes. The screw fragments were retrieved and the patient was not impacted. Another screw and plate were available for use during the surgery. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.